Event description:
It was reported that the tip of the suction tube for right posterior fossa broke off when it was picked up during cleaning. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device has not been returned for evaluation at this time.

Manufacturer narrative:
The device was not returned for analysis; it was not possible to determine the cause of the reported event without an evaluation of the device. The device was not available for evaluation.

Event description:
It was reported that the tip of the suction tube for right posterior fossa broke off when it was picked up during cleaning. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.